Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized by emergency medical services due to low blood glucose on (B)(6) 2021 with an unknown blood glucose. Customer¿s current blood glucose was 191 mg/dl. Customer¿s blood glucose was treated with intravenous insulin infusion drip. The customer did not experienced the symptoms such as low blood glucose. Troubleshooting was done for low blood glucose event. Customer had been using the insulin pump system within 48 hours of reported low blood glucose. Auto mode feature was active at the time of event. Based on customer¿s report they alleged insulin pump was over delivering even after it was in auto mode feature. Customer stated they were no longer using insulin pump system. The insulin pump and reservoir will not be returned for analysis.